Event description:
Reportedly, damage was sustained to the svc defibrillation electrode of the subject lead during an implant attempt. The subject isoline lead was inserted into an enpath 9fr sheath and advanced to the ivc. The sheath was then peeled off. A j-shaped stylet-65fs was then inserted into the isoline, the lead could not be passed through the tricuspid valve, and the svc coil was stuck around the clavicle, which resulted in difficulty of lead manipulation. Damage to the svc coil (stretched approx 2 cm) was observed under fluoroscopy. The lead was cut to facilitate positioning of a replacement lead, and it was noted that another enpath 9 fr sheath could not be inserted smoothly over the isoline lead portion. So, an enpath 8 fr sheath was inserted next along the isoline, and the lead portion was extracted. Another lead was subsequently implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.